Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(6). The actual device will not been returned to the manufacturing facility. Therefore, the investigation was based upon the user facility information, the returned photos and the retention samples. Reference photos of the actual complaint sample showed 1pc unopened 10ml blistered syringe with the needle and an irregular shape hole on top of the web. The side portion of the hole seemed to be melted and some parts were elongated. The hole appeared to be coming from outside the top web. The wrinkled top web was also observed near the damaged part. Based on the investigation, the root cause of the defect could not be identified. However, verification of the retention samples for the complaint lot was visually inspected. All samples were confirmed no similar defect observed. From the result of the simulation conducted by production, no hole similar to the appearance of the complaint sample was created. Moreover, lot history shows no occurrence of any trouble that may have caused the hole on the top web. We have visual in-process inspection conducted every hour during boxing process and qc performs outgoing inspection where in blister packaging condition is being checked. Only samples that passed are allowed to be shipped. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017.

Event description:
The user facility reported that the user noticed a hole on the package. The user normally store them in a drawer. The user states that it is undeniable if he or she unintentionally hit the product while taking it out from the drawer.